Event description:
The company received information that suggested that the patient was in respiratory distress and was in the process of being intubated with bronchoscopy and when the physician inserted the btt, the balloon cuff would not hold air. The customer reported that this occurred during 'code.' The patient was re-intubated with a new tube. The customer reported that the sample is available for evaluation.